Manufacturer narrative:
Investigation summary: no product was returned. We requested the manufacturer (iawa) to conduct a detailed investigation with the description, and they investigated retained samples, but no abnormalities were found. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that approximately 1 hour after intubation, 30 minutes post incision, the onset of ventilation presented difficulties. Ventilation pressures increased. Modifications to ventilator settings were unchanged. The attempt to aspirate through the tube was unsuccessful because of an obstacle 10 cm away. The endo buccal palpation of the pharynx revealed a bent tube. The tube was replaced by a laryngeal mask. At no time was there any danger to the patient. There was patient involvement and no patient harm.